Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The cuff was visually inspected, and leak tested. Visual examination revealed folds in its shell, in addition to a pinhole that was consistent with wear at a corner of a fold. The cuff did not pass the leakage test. The balloon was visually inspected, and leak tested. During the visual evaluation, a pinhole tear was identified on the balloon shell consistent with explant damage. The balloon did not pass the leakage test. The pump was visually inspected, and leak tested. No damage or abnormalities were noted, no leaks were identified in the pump. Based on the information available and analysis results, the pinhole identified in the cuff could have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient went to the hospital because this artificial urinary sphincter (aus) was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the connecting tube of the cuff was identified. All components were removed and replaced. There were no patient complications reported.

Event description:
It was reported that the patient went to the hospital because this artificial urinary sphincter (aus) was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the connecting tube of the cuff was identified. All components were removed and replaced. There were no patient complications reported.